Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement power supply unit and battery as part of a warranty claim. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that the astral battery degraded and power supply unit (psu) was inoperable. There was no patient harm or serious injury reported as a result of this incident.